Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the device had broken keyboard hinges, the upper hinge plate was cracked, there was a loose electrocardiogram connector, (therefore replaced and calibrated the link electronic module board), the device was unable to read a disk and pull patient information (replaced floppy drive and pulled error and patient information), the stylus holder was broken so the bezel assembly was replaced and the lower case and the power cord bay were scuffed up. (B)(4).